Manufacturer narrative:
Patient injury has not been confirmed but is assumed due to the litigation.

Event description:
It was reported that in 2006, the crew was unloading the cot from the ambulance when, "something unlocked" and the cot dropped. Reportedly, the firefighter/paramedic caught the cot and it did not hit the ground. Reportedly, no patient injury was noted at the time. It was reported that stoughton fire is now being sued by the patient involved in this reported incident.